Event description:
The recipient reported poor sound quality with the device since activation. Booth testing demonstrated good aided benefit. 3 affected channels have been deactivated and the recipient reported improved sound quality. Adapting to sound started slowly, but recipient then felt good benefit from the device. As of new information received on 19th december 2019 the user is reporting a significant decrease in sound quality and can feel movement of the device. The housing has moved down closer to the pinna. The user was re-implanted.